Manufacturer narrative:
(B)(4). There was no pt involvement, thus no pt data is available. There is no exp date for this product. Device manufacture date was unk at the time of this report. Eval summary: it was reported that in operating room 1 the led 2 (non camera) light will not turn on. The wall control warning light as blinking, after removing the back plate on the lighthead it was found to have noticeable burn damage. The lighthead was returned to stryker and inspected. Upon opening the box for the light head, an obvious aroma of burned electronics was apparent. This is the first sign of a varistor failure. After removing the back cover, it was noticed that the failure mode was the same for previous complaints. The varistor component on this particular part became overheated which then caused the circuit board to burn. There are two circuit boards, both the circuit boards are affected and the light went off. It appears that the terminal block on the master motherboard failed and shorted internally. Failure analysis revealed that an assembly error created a high resistance path for the input power on the slave motherboard. This path created heat which caused the power header to breakdown and short to ground. There was no report of pt injury or adverse consequences in this event. This is not a single use device.

Event description:
(B)(4). It was reported that in operating room 1 the led 2 (non camera) light will not turn on. The wall control warning light was blinking, after removing the back plate on the lighthead it was found to have noticeable burn damage.